Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise, which was reproducible with isometrics, and oversensing. There was no pacing inhibition. The patient had an existing capped non-boston scientific lead and it was questioned whether it could have damaged some insulation on this rv lead. A new rv lead was successfully implanted and no additional adverse patient effects were reported. It was additionally reported that the lead was found to be fractured.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to noise, which was reproducible with isometrics, and oversensing. There was no pacing inhibition. The patient had an existing capped non-boston scientific lead and it was questioned whether it could have damaged some insulation on this rv lead. A new rv lead was successfully implanted and no additional adverse patient effects were reported.